Event description:
Manufacturer became aware of patient death and evaluated available information against current procedures. The event did not meet MDR reporting criteria per manufacturer's current. In an effort to obtain additional information regarding patient deaths for summary reporting request, certificate of death was requested, received and reviewed by manufacturer. Cause of death is listed as respiratory insufficiency and acute pulmonary edema secondary to probable seizure. No autopsy was performed. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the patient's death, it cannot be definitively ruled out as a factor.